Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that intermittent cartridges were leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg.